Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent moved on the balloon. The non totally occluded target lesion was located in the moderately calcified left anterior descending artery (lad). A 3.00x16 synergy" drug-eluting stent was advanced to treat the lesion; however, advancing difficulties were encountered. The device was removed and it was noted that the balloon was slightly apart from the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.